Event description:
It was reported that patient came to the ER with a dislocated hip. ER could not get hip reduced, so the surgeon took him to surgery and found out the inner head had come out of the outer head. The metal mdm liner, outer head and inner head were removed. Surgeon put in an eccentric liner and 36 mm head.

Event description:
It was reported that patient came to the ER with a dislocated hip. ER could not get hip reduced, so the surgeon took him to surgery and found out the inner head had come out of the outer head. The metal mdm liner, outer head and inner head were removed. Surgeon put in an eccentric liner and 36 mm head.

Manufacturer narrative:
The patient is 60 inches in height. An event regarding dislocation involving a restoration adm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.